Manufacturer narrative:
Corrected data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately eight and a half months following the implant of this 25mm transcatheter pulmonary bioprosthetic valve, at the six-month post-operative follow-up appointment a computed tomography was performed. Results showed moderate paravalvular leak with grade ii hypoattenuated leaflet thickening (halt) of the posterior-facing leaflet with very mild reduced leaflet motion (relm), indicating hypoattenuation affecting motion (ham) and grade I halt of the right-anterior facing leaflet with no relm. No complications and no treatment were reported as a result of this event. Additional information was received from the patient to report fatigue and occasional palpitations were experienced as a result of the pvl, halt, relm, and ham. The pulmonary valve gradients increased from peak 23mm hg/mean 12mm hg within one month post-implant to a peak 47mm hg/mean 25mm hg five months later in the setting of significant anemia due to uterine bleeding. The patient was found to have acute anemia with a hgb of 5.4 g/dl on routine testing. The patient was referred to the emergency department (ed) for evaluation. Upon further assessment, the anemia found to be due to menorrhagia in the presence of chronic dysfunctional uterine bleeding. A computed tomography (CT) was performed of the abdomen/pelvis; CT results showed uterine fibroid but no other abnormality. The patient was transfused with 2 units of packed red blood cells while in the ed. At discharge, the patient's hgb had increased to 8.2 g/dl. The patient was discharged to home in stable condition. Additional information was received that the CT showed halt and no "oac" until the uterine issue resolved. Daily aspirin was prescribed. Per the physician, the device was reported to have a causal relationship to halt. Additional information was received that clarified the previously mentioned ¿oac¿ was oral anticoagulation.

Manufacturer narrative:
Updated data: b5 - a fifth paragraph was added. H6 - annex e, annex a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately eight and a half months following the implant of this 25mm transcatheter pulmonary bioprosthetic valve, at the six-month post-operative follow-up appointment a computed tomography was performed. Results showed moderate paravalvular leak with grade ii hypoattenuated leaflet thickening (halt) of the posterior-facing leaflet with very mild reduced leaflet motion (relm), indicating hypoattenuation affecting motion (ham) and grade I halt of the right-anterior facing leaflet with no relm. No complications and no treatment were reported as a result of this event. Additional information was received from the patient to report fatigue and occasional palpitations were experienced as a result of the pvl, halt, relm, and ham. The pulmonary valve gradients increased from peak 23mm hg/mean 12mm hg within one month post-implant to a peak 47mm hg/mean 25mm hg five months later in the setting of significant anemia due to uterine bleeding. The patient was found to have acute anemia with a hgb of 5.4 g/dl on routine testing. The patient was referred to the emergency department (ed) for evaluation. Upon further assessment, the anemia found to be due to menorrhagia in the presence of chronic dysfunctional uterine bleeding. A computed tomography (CT) was performed of the abdomen/pelvis; CT results showed uterine fibroid but no other abnormality. The patient was transfused with 2 units of packed red blood cells while in the ed. At discharge, the patient's hgb had increased to 8.2 g/dl. The patient was discharged to home in stable condition. Additional information was received that the CT showed halt and no "oac" until the uterine issue resolved. Daily aspirin was prescribed. Per the physician, the device was reported to have a causal relationship to halt. Additional information was received that clarified the previously mentioned ¿oac¿ was oral anticoagulation. Additional information was received that following the implant of the transcatheter pulmonary valve (tpv) the gradient at discharge of the patient was 17.3 mmhg. Thrombosis of tpv was identified with halt, relm and ham. The valve mean gradient was then measured at 25 mmhg. Mild pulmonary regurgitation was identified via echocardiogram. The patient had been on anticoagulants since before the tpv was implanted.

Event description:
It was reported approximately eight and a half months following the implant of this 25mm transcatheter pulmonary bioprosthetic valve, at the six-month post-operative follow-up appointment a computed tomography was performed. Results showed moderate paravalvular leak with grade ii hypoattenuated leaflet thickening (halt) of the posterior-facing leaflet with very mild reduced leaflet motion (relm), indicating hypoattenuation affecting motion (ham) and grade I halt of the right-anterior facing leaflet with no relm. No complications and no treatment were reported as a result of this event. Additional information was received from the patient to report fatigue and occasional palpitations were experienced as a result of the pvl, halt, relm, and ham. The pulmonary valve gradients increased from peak 23mm hg/mean 12mm hg within one month post-implant to a peak 47mm hg/mean 25mm hg five months later in the setting of significant anemia due to uterine bleeding. The patient was found to have acute anemia with a hgb of 5.4 g/dl on routine testing. The patient was referred to the emergency department (ed) for evaluation. Upon further assessment, the anemia found to be due to menorrhagia in the presence of chronic dysfunctional uterine bleeding. A computed tomography (CT) was performed of the abdomen/pelvis; CT results showed uterine fibroid but no other abnormality. The patient was transfused with 2 units of packed red blood cells while in the ed. At discharge, the patient's hgb had increased to 8.2 g/dl. The patient was discharged to home in stable condition.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Patient codes were added - including annex e: e2402 for fibroid device code was added additional codes. Annex g code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately eight and a half months following the implant of this 25mm transcatheter pulmonary bioprosthetic valve, at the six-month post-operative follow-up appointment a computed tomography was performed. Results showed moderate paravalvular leak with grade ii hypoattenuated leaflet thickening (halt) of the posterior-facing leaflet with very mild reduced leaflet motion (relm), indicating hypoattenuation affecting motion (ham) and grade I halt of the right-anterior facing leaflet with no relm. No complications and no treatment were reported as a result of this event. Additional information was received from the patient to report fatigue and occasional palpitations were experienced as a result of the pvl, halt, relm, and ham. The pulmonary valve gradients increased from peak 23mm hg/mean 12mm hg within one month post-implant to a peak 47mm hg/mean 25mm hg five months later in the setting of significant anemia due to uterine bleeding. The patient was found to have acute anemia with a hgb of 5.4 g/dl on routine testing. The patient was referred to the emergency department (ed) for evaluation. Upon further assessment, the anemia found to be due to menorrhagia in the presence of chronic dysfunctional uterine bleeding. A computed tomography (CT) was performed of the abdomen/pelvis; CT results showed uterine fibroid but no other abnormality. The patient was transfused with 2 units of packed red blood cells while in the ed. At discharge, the patient's hgb had increased to 8.2 g/dl. The patient was discharged to home in stable condition. Additional information was received that the CT showed halt and no "oac" until the uterine issue resolved. Daily aspirin was prescribed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately eight and a half months following the implant of this 25mm transcatheter pulmonary bioprosthetic valve, at the six-month post-operative follow-up appointment a computed tomography was performed. Results showed moderate paravalvular leak with grade ii hypoattenuated leaflet thickening (halt) of the posterior-facing leaflet with very mild reduced leaflet motion (relm), indicating hypoattenuation affecting motion (ham) and grade I halt of the right-anterior facing leaflet with no relm. No complications and no treatment were reported as a result of this event. Additional information was received from the patient to report fatigue and occasional palpitations were experienced as a result of the pvl, halt, relm, and ham. The pulmonary valve gradients increased from peak 23mm hg/mean 12mm hg within one month post-implant to a peak 47mm hg/mean 25mm hg five months later in the setting of significant anemia due to uterine bleeding. The patient was found to have acute anemia with a hgb of 5.4 g/dl on routine testing. The patient was referred to the emergency department (ed) for evaluation. Upon further assessment, the anemia found to be due to menorrhagia in the presence of chronic dysfunctional uterine bleeding. A computed tomography (CT) was performed of the abdomen/pelvis; CT results showed uterine fibroid but no other abnormality. The patient was transfused with 2 units of packed red blood cells while in the ed. At discharge, the patient's hgb had increased to 8.2 g/dl. The patient was discharged to home in stable condition. Additional information was received that the CT showed halt and no "oac" until the uterine issue resolved. Daily aspirin was prescribed. Additional information was received that the CT showed halt and ¿no oac until uterine issue was resolved.¿ daily aspirin was prescribed. Per the physician, the device was reported to have a causal relationship to halt.

Event description:
It was reported approximately eight and a half months following the implant of this 25mm transcatheter pulmonary bioprosthetic valve, at the six-month post-operative follow-up appointment a computed tomography was performed. Results showed moderate paravalvular leak with grade ii hypoattenuated leaflet thickening (halt) of the posterior-facing leaflet with very mild reduced leaflet motion (relm) and grade I halt of the right-anterior facing leaflet with no relm. No complications and no treatment were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.